Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents. No damage was found on the isolation tape. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube and tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump showed signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not corroded. Customer was advised that insulin pump would need to be replaced due to crack at battery compartment. No further information provided.